Manufacturer narrative:
A review of the device history record for strattice lot sp200306 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
This is follow up#1 to report on 21/apr/2025, pmqa received notification from legal that the plaintiff profile form (ppf). As per the ppf form, the patient underwent a repair of incarcerated incisional hernia and patient was implanted with the strattice device lot# sp200306-054, ref. #1016005 on (B)(6) 2022. On (B)(6) 2024, patient underwent removal of old mesh and repair of complex incisional hernia with two non-abbvie devices, symbotex meshes with model #sym2520 and #sym12. On (B)(6) 2024, drainage intra-abdominal abscess, removal of mesh, repair recurrent incisional hernia with 2nd strattice biologic mesh with unknown lot number and catalog number 1016002p, wound vac placement. On (B)(6) 2024, secondary wound closure. The form lists the condition that was treated: (B)(6) 2022, repair of incarcerated incisional hernia (strattice). (B)(6) 2024, removal of old mesh; lysis of adhesions, repair of complex incisional hernia with two symbotex meshes. (B)(6) 2024, exploratory laparotomy, drainage of intra-abdominal abscess, removal of mesh, repair recurrent incisional hernia with strattice biologic mesh, wound vac placement. (B)(6) 2024, open wound of the abdomen; secondary wound closure (general anesthesia). (B)(6) 2024, chronic open wound of abdomen wall; wound drainage; wound closure; redundant skin half dollar size ulceration of the abdominal wall; silver nitrate applied; wound vac. Approx. (B)(6) 2024, wellness check; wound care; wound vac management/monitoring; medication management. Approx. 2004-present, hernia symptoms, recurring hernias, failed mesh implants, hernia surgeries, follow-up. 2022-present, primary care; hospital follow-up; abdominal pain; wound checks. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2022 and (B)(6) 2024. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same patient reported under patient identifier (B)(6). This emdr is being submitted for 1st strattice.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2022 and (B)(6) 2024 . The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This is the same patient reported under patient identifier (B)(6). This emdr is being submitted for 1st strattice.